Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the blade was broken off. As the surgery was an open surgery, the broken piece was retrieved. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.